Event description:
The end user alleges she was driving down a sidewalk when she went off the sidewalk and into a dirt garden falling from the scooter. The end user sustained orbital trauma resulting in surgery.